Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a system error (se) 20602 (monitor motor stall). During evaluation, it was found that the device had fluid ingress. The cause was identified to be fluid ingress on the mechanism assembly. The mechanism assembly requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device had a system error (se) 20602 (monitor motor stall). No additional information is available.